Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a calibration problem. It was indicated that the touchscreen assembly was broken and out of specification. It was also indicated that the connector needed to be cleaned and reseated. The programmer was repaired and returned for service. H effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration problem. The programmer was returned for service. No patient complications have been reported as a result of this event.